Manufacturer narrative:
Pr# (B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the therapy selection knob does not always go to the selected area. There was no pt involvement.